Manufacturer narrative:
Follow up 28-jun-2016: follow up information was received from investigator. On 28-jun-2016: sae relation to novasure has been changed from possibly to probably. On 20-jun-2016: the sae diagnosis has been divided into two separate diagnosis terms per the sponsor request. The previous diagnosis of perforated viscus with uterine perforation has been separated into perforated viscus and uterine perforation. Moving forward this report will be used only for the diagnosis of uterine perforation. The diagnosis of perforated viscus was continued on a separate form. Company causality comment: this study case report refers to (B)(6) patient who was involved in an observational company-sponsored study ((B)(4)), was hospitalized, 10 days after a novasure endometrial ablation procedure, due to acute onset of abdominal pain. Then, an exploratory laparotomy was performed, in which a perforated viscus with uterine perforation was found. The reported event is listed in the reference safety information for essure and novasure. In this particular case, a perforation which shape looked like cautery artifact in the dome of the uterus near the cornua was described. Also, 2 perforations which were like thermal injury, were seen in different locations in the small intestine. Neither tubal perforation nor thermal injury around the proximal fallopian tubes was reported. This indicates that the essure inserts were not in physical contact with the small bowel and that there was no thermal injury in the tissues surrounding the essure inserts. Since there is no evidence for involvement of essure in these injuries, the case is unrelated to essure and therefore was not regarded as incident with respect to the suspect insert. During novasure procedure, energy was applied resulting in the injury to the uterus and to small bowel which were likely sitting next to the dome of the uterus at the time of the procedure. Therefore the reported event is probably related to novasure and is an incident due to the surgical management. This is in agreement with the assessment of the investigator. Based on the available information, there is no relationship between the reported medical event and a quality defect. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding these events that bayer receives will be added to the case and forwarded as required.

Manufacturer narrative:
Follow-up information was received on 15-nov-2016. On (B)(6) 2015 she experienced perforated viscus bowel (required hospitalization or prolongation of existing hospitalization and medical or surgical intervention to prevent permanent impairment to body structure or function) and perforated uterus (previously reported as uterine perforation), required hospitalization or prolongation of existing hospitalization, from which she recovered with treatment on (B)(6) 2015. Company causality comment: a (B)(6) patient was involved in an observational study, was hospitalized, 10 days after a novasure endometrial ablation procedure, due to acute onset of abdominal pain. Then, an exploratory laparotomy was performed, in which a perforated viscus bowel with perforated uterus was found. According to additional information, she recovered with treatment. The reported event is listed in the reference safety information for essure and novasure. In this particular case, a perforation which shape looked like cautery artifact in the dome of the uterus near the cornua was described. Also, 2 perforations which were like thermal injury, were seen in different locations in the small intestine. Neither tubal perforation nor thermal injury around the proximal fallopian tubes was reported. This indicates that the essure inserts were not in physical contact with the small bowel and that there was no thermal injury in the tissues surrounding the essure inserts. Since there is no evidence for involvement of essure in these injuries, the case is unrelated to essure and therefore was not regarded as incident with respect to the suspect insert. During novasure procedure, energy was applied resulting in the injury to the uterus and to small bowel which were likely sitting next to the dome of the uterus at the time of the procedure. Therefore the reported event is probably related to novasure and is an incident due to the surgical management. This is in agreement with the assessment of the investigator. Based on the available information, there is no relationship between the reported medical event and a quality defect. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding these events that bayer receives will be added to the case and forwarded as required.

Event description:
This is a solicited case report received from a medical doctor in united states on (B)(6)-2015 which refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, (B)(4). Study description: post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test. (B)(6). On (B)(6)-2015, novasure endometrial ablation was performed. The endometrial ablation procedure started at 14:16 and ended at 14:26. Novasure rf controller serial lot number: (B)(4) and novasure disposable device serial lot number: (B)(4). General anesthesia was used through IV sedation. Uterine's condition at the time of procedure included: anteverted uterus, 3.0 cm cervical length, cervical dilatation (22 cm), 8.5 total uterine length. Procedure preparation took 48 seconds. Power setting: 124 watts. The ablation procedure was not interrupted during the treatment cycle. A CT scan was performed and showed a distended stomach and duodenum to the level of the superior mesenteric artery. Small pockets of free air were also noted. On (B)(6)-2015, an exploratory laparotomy was performed and showed perforation on an antimesenteric border of a segment of bowel that looked like a thermal-type injury with clear perforation into the lumen. A small resection with primary anastomosy was performed to treat the event. On (B)(6)-2015, perforated viscus was diagnosed. Event severity assessed as severe. Event was ongoing (patient was in hospital recovering from surgery). Event reported to be unlikely related to essure or to pre-existing condition and probably related to novasure device and procedure. Follow up information received on 22-oct-2015 and 23-oct-2015 from investigator: event term was amended to perforated viscus with uterine perforation. The patient presented in the emergency room on (B)(6)-2015 with acute onset of abdominal pain. CT scan was performed in the emergency room on the same day, which showed a distended stomach and duodenum to the level of the superior mesenteric artery. She was admitted to the hospital with the diagnosis of a small-bowel obstruction. Physical exam on (B)(6)-2015 was consistent with peritonitis. CT scan was reviewed and small pockets of free air were noted. Physician proceeded with laparotomy with preoperative diagnosis of perforated viscus. Per operative report, upon entering the abdominal cavity, there was some thin purulent fluid in the abdomen, which was suctioned. Small bowel was then examined; the patient had a perforation on an antimesenteric border of a segment of bowel that looked like a thermal-type injury with clear perforation into the lumen. Just distal to this, appeared to be another area that might also have had a little bit of cautery injury to it. The small intestine was divided proximal to the perforation and just distal to the second area of concern and a side-to-side functional end-to-end anastomosis was done. In the pelvis an approximately 6 to 8 mm perforation with surrounding 2 mm rim of what looked like cautery artifact in the dome of the uterus near the insertion of the fallopian tube was found; a simple closure of this perforation was performed. No other evidence of perforation or injury was noted. Postoperative diagnosis was perforated small intestine with perforated uterus. Estimated blood loss was 25 ml. No complications occurred and patient tolerated the procedure well. Company causality comment: this study case report refers to (B)(6)-year-old patient who was involved in an observational company-sponsored study ((B)(4)). She was hospitalized, after a novasure endometrial ablation procedure, due to acute onset of abdominal pain. The finding of free air in the peritoneal cavity in her CT scan in combination with peritonitis on physical exam led to a suspicion of perforated viscus and an exploratory laparotomy was performed. During the surgery, a perforated viscus with uterine perforation was found. Small bowel resection with primary anastomosis and uterine perforation closure were performed to treat the event and patient tolerated the procedure well. The reported event is listed in the reference safety information for essure and novasure. In this study, the subjects are submitted to novasure procedure only after a successful 3-month essure confirmation test (modified hysterosalpingogram); to ensure essure is in correct position. In this particular case, patient was submitted to an exploratory laparotomy 10 days after novasure procedure. The operative report described a 6 to 8 mm perforation with surrounding 2 mm rim of what looked like cautery artifact in the dome of the uterus near the insertion of the fallopian tube and also 2 perforations in different locations in the small intestine that looked like a thermal type injury. Neither tubal perforation (visible essure insert from peritoneal cavity) nor thermal injury around the proximal fallopian tubes where the essure inserts are located was reported. This indicates that the essure inserts were not in physical contact with the small bowel and that there was no thermal injury in the tissues surrounding the essure inserts. Since there is no evidence for involvement of essure in these thermal injuries to the small bowel, the case is unrelated to essure and therefore a non-incident with respect to the suspect insert. The thermal injury at the dome of the uterus was near the fallopian tube, but did not involve the fallopian tube area where the essure was located. This injury is probably related to the novasure which perforated the uterus. Energy was applied which resulted in the thermal injury to the uterus and to two areas in the small bowel which were likely sitting next to the dome of the uterus at the time of the procedure. Therefore the reported event is probably related to novasure and is an incident due to the surgical management. This is in agreement with the assessment of the investigator. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding these events that bayer receives will be added to the case and forwarded as required. Technical analysis is being sought.

Manufacturer narrative:
Follow-up information received on 30-oct-2015 (medical records) and 05-nov-2015 (essure product technical complaint investigation results): the patient was brought to the hospital with a 1-day history of pain that awoke her from her sleep. She stated the pain was severe in the per umbilical region. In the emergency department, she has some associated nausea with bilious emesis. She was afebrile. Her white blood cell count was 14, potassium 3.1. A chest x-ray was negative for any acute pathology. She then underwent a computed tomography scan of the abdomen, which was suggestive small bowel obstruction, had a takeoff of the superior mesenteric artery. At that point, the patient was placed on intravenous fluids and nasogastric tube was placed. She was given intravenous fluids and electrolytes were replaced as needed. She did remain afebrile at that point, and a surgical consultation had been obtained. Treatment options were reviewed and it was recommended surgical intervention. On (B)(6) 2015, the patient underwent exploratory laparotomy with small bowel resection with primary anastomosis, closure of uterine perforation. The patient had tolerated the procedure. She continued on intravenous fluids and her electrolytes were replaced as needed. Her analgesics were adjusted for uncontrolled hypertension. A gynecologist consultation had also been obtained. The patient condition very slowly stabilized. Her diet was gradually advanced and the pain had been controlled. It was recommended to continue on IV antibiotics therapy for 1 week prior to discharge. The patient condition continued to stabilize. At that point, she had been afebrile and had completed her antibiotics as recommended. Her pathology report showed focal perforation with surrounding hemorrhaging overlying acute suppurative serositis. The resection margins appear viable. Her blood ureia was 5, creatinine 0.6, white blood cell count was 5.8, hemoglobin 11, and platelet count 312.000. Her cultures from surgery showed no growth, no anaerobes. At that point, she was able to tolerate oral diet and was felt medically stable for discharge home. Patient was discharged from hospital on (B)(6) 2015. Discharge diagnosis included perforated small bowel intestine with perforated uterus, status post exploratory laparotomy with small bowel resection with primary anastomosis, closure of uterine perforation, post operative anemia, blood loss, postoperative pain (uncontrolled), hypokalemia, hyponatremia and leukocitosis. Patient was tolerating a regular diet and was recommended to follow-up with surgeon and primary care physician. Essure product technical complaint (ptc) investigation result received on 05-nov-2015. The bayer reference number for the ptc report is: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is a known possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this study case report refers to (B)(6) patient who was involved in an observational company-sponsored study ((B)(6)). She was hospitalized, after a novasure endometrial ablation procedure, due to acute onset of abdominal pain. The finding of free air in the peritoneal cavity in her CT scan in combination with peritonitis on physical exam led to a suspicion of perforated viscus and an exploratory laparotomy was performed. During the surgery, a perforated viscus with uterine perforation was found. Small bowel resection with primary anastomosis and uterine perforation closure were performed to treat the event and patient tolerated the procedure well. The reported event is listed in the reference safety information for essure and novasure. In this study, the subjects are submitted to novasure procedure only after a successful 3-month essure confirmation test (modified hysterosalpingogram); to ensure essure is in correct position. In this particular case, patient was submitted to an exploratory laparotomy 10 days after novasure procedure. The operative report described a 6 to 8 mm perforation with surrounding 2 mm rim of what looked like cautery artifact in the dome of the uterus near the insertion of the fallopian tube and also 2 perforations in different locations in the small intestine that looked like a thermal type injury. Neither tubal perforation (visible essure insert from peritoneal cavity) nor thermal injury around the proximal fallopian tubes where the essure inserts are located was reported. This indicates that the essure inserts were not in physical contact with the small bowel and that there was no thermal injury in the tissues surrounding the essure inserts. Since there is no evidence for involvement of essure in these thermal injuries to the small bowel, the case is unrelated to essure and therefore a non-incident with respect to the suspect insert. The thermal injury at the dome of the uterus was near the fallopian tube, but did not involve the fallopian tube area where the essure was located. This injury is probably related to the novasure which perforated the uterus. Energy was applied which resulted in the thermal injury to the uterus and to two areas in the small bowel which were likely sitting next to the dome of the uterus at the time of the procedure. Therefore the reported event is probably related to novasure and is an incident due to the surgical management. This is in agreement with the assessment of the investigator. The technical assessment for essure concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding these events that bayer receives will be added to the case and forwarded as required.